Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead migrated. Impedance issues were noted. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 30nov2023 wherein the scs lead was explanted and replaced to address the issue.